Event description:
Status past small bowel transplant in 2010. Admit (B)(6) 2016 with fever. Stoma cultured as patient recently changed ostomy supplies. Rhizopus microsporus cultured. Concern mucor infection was possibility attributed to ostomy supplies. Distributor: midline.